Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs confirmed the occurrence of error message (sf179). The evaluation determined that the error message was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) indicating a super capacitor fault. The device was not in use when the fault occurred; therefore, there was no patient involvement.